Event description:
The pt received the scs system on (B)(6) 2009. It was reported the pt stopped feeling stimulation. The pt is unable to locate the ipg to charge or obtain stimulation. The pt programmer displayed a communication error. The physician removed and replaced the ipg on (B)(6) 2011.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.